Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient developed multiple wound infections around the implant site resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device on the contralateral side.